Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead exhibited placement difficulty as when it was placed it exhibited high thresholds. It was also reported that the helix would not retract for repositioning. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.